Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about ninety-five percent. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
The product was returned as an implant failure because of failure to osseointegrate. Based on the report, the patient had good oral hygiene and moderate bone condition. The patient has a medical history of tobacco. The fixture was placed in tooth location #14. Allograft was used as a bone material. Implant was removed because the implant had not integrated well and became loose while tightening the abutment. The doctor indicated that the device was not received damaged or defective, such that it would not perform as intended. Another implant was placed after 4 days at the same site after heeling. The patient outcome was reported as recovered, no complications.